Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign report source: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative (rep) tried to install the cranial software (sw) onto the navigation system that previously had a different software installed. The rep logged onto the admin side, inserted the dvd and started the installation. The system started to verify the bundle of files "bundle file verified successfully¿ but then gave an error message "insufficient disc space available for this install. Needed 14625 m, available 4024 m". The rep tried to solve this first by removing one of the old cranial sw releases and the unnecessary shared resources as suggested by the uninstall sw. The rep also removed approximately one hundred old patients. After all these actions to ¿free¿ up disk space, they tried installing again, but the error message that there was only 3500 m free space available. The rep could see that there should be 400 gb free space in the entire hard drive, but for some reason the hard drive partitions do not change, even after several reboots. The rep has installed the software on this same machine before and they have also run out of disc space. Back then, they were able to solve the issue by just removing old applications, but it was not working this time. When the rep opened up the partitioning tool, they saw several ~ 100 gb partitions with status ¿unknown¿. When the rep "command df -h", they saw a huge list of partitions. The rep initially (on (B)(6) 2020) didn't consider this as a complaint since the issue does not affect the usage of the system. Troubleshooting was performed and technical service (ts) suggested to replace the hard drive and since this is an navigation system, that does mean a computer replacement. No patient was present at the time of the event.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and unfortunately the issue still persists. The site sees that the system works and they do not wish to replace the computer so the issue cannot be resolved. On the other hand, their service contract doesn¿t include spare parts so the manufacturer representative cannot just order them a new one.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.